Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged cosmetic damage located at the backside, critical pump error (open book image) alarm, pump error 55 alarm, ems dispatched/ambulance and was hospitalized for high bgs/dka found on (B)(6) 2024 (per ss event date). However, per customer's note: customer returned pump for an alleged cosmetic damage located at the backside, critical pump error (open book image) alarm, pump error 55 alarm, ems dispatched/ambulance and was hospitalized for high bgs/dka found on (B)(6) 2024. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 13-feb-2024, there is no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 13-feb-2024 listed on smartsolve. Dailytotalcollectionstarttime: 02/13/2024 00:00:00.000 dailytotalofallinsulindelivered: 587000 (58.7 u) dailytotalofbasalinsulindelivered: 587000 (58.7 u) dailytotalofbolusinsulindelivered: 0 (0 u) however, critical pump error (open book image) alarm and pump error 55 alarm confirmed in the formatted history file on 02/13/2024 19:39:03.000 and 02/13/2024 19:39:03.000. As per global logic analysis (esf#3848525), pump error 55 alarm (line number 645 file number 39), suspected on hw. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 and (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the customer's event date of 14-feb-2024. Please see below for pump errors/alarms noted 1 week prior to the ss event date 13-feb-2024 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: 02/08/2024 18:18:00.000 sensorexpiredalert (794) was recorded and found in the formatted history file on: 02/08/2024 16:23:17.000 02/08/2024 16:33:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: 02/10/2024 10:07:29.000 02/11/2024 09:34:29.000 lostsensor2alert (781) was recorded and found in the formatted history file on: 02/08/2024 18:34:00.000 unable to test for lost sensor alert, sensor expired alert and sg calibration error due to critical pump error (open book image) alarm. Lost sensor alert, sensor expired alert and sg calibration error were unknown. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 02/10/2024 01:15:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 01:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 01:40:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 01:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 05:30:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 05:40:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 05:48:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 05:58:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 06:15:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 06:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 06:56:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 06:57:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/10/2024 07:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 02/12/2024 13:41:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was unknown. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was recorded and found in the formatted history file on: 02/13/2024 09:26:00.000 insert battery alarm was recorded and found in the formatted history file on: 02/13/2024 19:51:19.000 replace battery alert was recorded and found in the formatted history file on: 02/13/2024 18:57:00.000 02/13/2024 19:07:00.000 02/13/2024 19:56:00.000 replace battery now alarm was recorded and found in the formatted history file on: 02/13/2024 19:28:00.000 02/13/2024 19:38:00.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Unable to test for low battery alert and replace battery alert/replace battery now alarm due to critical pump error (open book image) alarm. Low battery alert and replace battery alert/replace battery now alarm were unknown. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover and a scratched case. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Cosmetic damage was confirmed at the backside of the pump. Unable to upload pump to carelink was confirmed due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 55. Critical pump error (open book image) alarm and pump error 55 alarm confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 974 mg/dl. Customer stated that pump error 55. Troubleshooting was performed and found crack on the pump and found other critical pump error. It was found that the customer has treated the high blood glucose event with on hospital. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was not active. No further patient complications were reported. It is unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for failure analysis.